Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 290-354 mg/dl. Troubleshooting with tandem technical support was performed and determined that the cartridge tubing was bent, interrupting insulin delivery. A correct bolus via the pump was administered to address bg level. Customer changed out pump supplies and resumed insulin delivery.